Event description:
It was reported by service report that the foot end closure was broken and there were sharp edges. It is unk if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Exposed sharp edges on broken foot end enclosure.